Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device, batteries and electrode pads, and the device performed to specification. Investigation determined the customer's batteries were depleted, but the we can also tell from the activity log that the device was not stored with electrodes attached. Zoll's mitigations are only effective if the device is stored with electrodes attached (clincally ready). The self test requires the device to be clinically ready in order for the device to initiate system testing including testing of the batteries. The batteries were scrapped and replaced. Analysis of reports of this type has not identified an increase in trend.